Manufacturer narrative:
(B)(6). Complaint conclusion: the device positioning unit (dpu failed electrical testing. The coil¿s socket ring was found to be pushed down inside the outer sheath and against the resistive heating coil. The detachment fiver did not receive heat and melt. The most likely root cause of the coil¿s non-detachment was due to a fractured solder joint in the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. There was no serious injury or required intervention as a result of the event. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
After the deltapaq coil was deployed, detachment was attempted several times, but it could not be detached. The cable and control box was replaced, but the result was the same. The coil was removed safely. Some other coils were deployed with no problem using the devices. There was no serious injury or required intervention as a result of the event.